Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose at the time of the incident ranged from 211 mmol/l to 430 mmol/l. Upon completing troubleshooting, the customer was advised that their high blood glucose may be due to bent cannula issues on the infusion set. Troubleshooting was done on the insulin pump and the pump passed functional testing. Product is not expected to return.